Manufacturer narrative:
Device evaluation: the reported condition was not confirmed or duplicated, therefore an assignable cause could not be determined. No repairs have been made. Additional information: the device has not been previously sent into service for the reported condition. This device utilizes user interface module master software version 5.09.90 categorized as remediated. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Event description:
The facility representative reported to global technical services one colleague infusion pump in which the device turns on for a few seconds then the screen fades away. The reported condition occurred during patient therapy and stopped therapy. The condition occurred in medical surgery 2. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).